Event description:
According to the medwatch (B)(4) "on procedure service and preparing to perform paracentesis, the arrow-clarke pleura-seal thoracentesis kit was opened , and one of the two lidocaine bottles were found broken at the bottom of the bottle and contained no fluid. No fluid spill noted in the kit and not used for procedure. The episode did not result in touching the patient. The procedure operators were not injured from the broken bottle."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
According to the medwatch (2600320000-2019-8111) "on procedure service and preparing to perform paracentesis, the arrow-clarke pleura-seal thoracentesis kit was opened , and one of the two lidocaine bottles were found broken at the bottom of the bottle and contained no fluid. No fluid spill noted in the kit and not used for procedure. The episode did not result in touching the patient. The procedure operators were not injured from the broken bottle."